Manufacturer narrative:
Model number/ catalog number: sc-2138-50, serial number: (B)(4), batch/ lot number: 127880 / a11290, model/ catalog description: phase iii linear lead - 50cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. No further information could be obtained.